Manufacturer narrative:
Additional information received indicated that the customer has switched the type of insulin from apidra to novolog and has not had any further occlusions. The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 300 mg/dl. The customer reverted to a non-tandem pump to manage diabetes until the type of insulin being used was changed. Tandem technical support was unable to perform a system check to determine a possible cause of the occlusion alarm as the customer was not currently using the tandem pump. Reportedly, the customer had been using apidra insulin.